Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during drain 5 of 13. The baxter technical representative (tsr) explained the alarms and had the home patient (hp) cycle power twice to clear alarms. The tsr then explained to hp that hp will have to start over with new supplies. The tsr advised the hp to call the registered nurse(rn) in the next 24 hours and let her know what happened. The hp understood the explanations, cleared the alarms and would start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp said he had no idea how air had gotten into the line. The hp said he did not notice anything unusual with the supplies, and said the alarm did not occur until well into therapy. The hp said he talked with his nurse about the alarm. The lot number was unknown and no samples were available. The hp said he resumed therapy using new supplies and has not had any problems since. No patient injury or medical intervention was reported.